Event description:
Reporter stated that a neonate's capillary blood glucose was measured, using the suspect device, with a result of 268 mg/dl. An additional capillary sample was obtained from the neonate, 7 minutes later, and when tested in the facility's lab, measured 205 mg/dl. Reporter indicated that neonate was not treated based on the value obtained on the suspect device. Qualtiy control testing had reportedly been performed on the suspect device, within 24 hours, and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement was shipped.